Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 139, 129 and 151 mg/dl. The customer's expected fasting blood glucose test result range is 65 - 75 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 109 mg/dl and 115 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/25/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (customer requested assistance in setting date/time): (B)(6). Memory concerns: 139, 129, 151.